Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The initial report was sent in error and should be voided.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
While sterilizing the tibial impactor, the cushion pads were not sealed into place and were easily removed. There was no patient involvement.